Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer states they not receive 2nd series of beeps nor did numbers appear on the screen. The customer reports insulin continues to drip after letting go of the act button during the prime process. The customer was advised that the we are sending replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.